Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 05/23/2024, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak white suture broke upon passing it through the anchor. The white loop snapped while shuttling. This was discovered during a procedure. Additional information received on 5/29/2024: this was discovered during a hip arthroscopy with labral repair on (B)(6) 2024. The case was completed using an ar-7506t suturetape and an ar-2923bch biocomposite hip pushlock. The case was delayed five minutes with no additional anesthesia needed. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.